Event description:
It was reported that when the package was opened, the guidewire was found to be bent in two places. Upon receipt of the guidewire, it was found that the tip of the guidewire had broken off and was missing, and therefore, an MDR is being filed. Additional information has been requested but not yet received.

Manufacturer narrative:
The guidewire was received with the original unit packaging. During visual examination, two areas were found to be bent on the guidewire and the tip had been broken and was missing from the sample. The breakage site showed stress marks and jagged edges. No discrepancies could visually be observed in the thickness of the guidewire. The guidewire was introduced in water to see if the coating activated. The coating activated in the entire length of the guidewire received and no discrepancies found. It is possible that the broken pieces were sent by the customer with the sample for file #397669 (reported in MDR #1018233-2012-01114), but this can't be confirmed. Further attempts at clarification have not been successful. However, the complaint has been confirmed: the tip of the guidewire is broken and the guidewire is bent in two places. A review of the device history report did not show any rejects for qa random visual inspection. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the warning: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not use a retrieval device while the guidewire is in place; to do so may cause damage to the guidewire."